Event description:
The sales representative reported on behalf of the customer that the sb979, endo pocket 7.5x9", 5ea/cs, was used during a lap nephrectomy procedure on (B)(6) 2022 when it was reported ¿bag deployed but wouldn¿t close. End result had to enlarge incision to get bag and specimen out.¿ there was no report of injury, medical intervention, or hospitalization for the patient. However, removal of the device required enlarging the incision in the patient. The procedure was completed as planned. This report is being raised on the basis of injury due to incision enlargement to remove the device and will be filed as a voluntary distributor report.

Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.